Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the display screen was blank. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: date of submission 02/08/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/20/2017 with the following findings: investigators were unable to duplicate complaint about blank screen. A dim/pink/display was found. A battery compartment crack was found from the top to cover part. Battery compartment leak, evidence of moisture corrosion only in battery compartment, other parts of pump don¿t have moisture. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.